Event description:
User facility reported a gliasite balloon was implanted by a neurosurgeon in 2008. Normal saline/contrast (8cc) was placed into the device at that time, per noted fill volume. Two months later, the radiation oncologist tried multiple times to remove the fluid from the primary lumen of the balloon so the patient could move onto treatment. He was unsuccessful and the planned gliasite radiation treatment was aborted. The physician "plans to deliver conventional intensity-modulated radiation therapy (imrt) to the patient." During follow-up eighteen days later, the physician's nurse reported the gliasite balloon is still implanted in the patient. No additional information is available at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. It is not known if the device will be returned for evaluation upon explant.